Event description:
The custoemr alleged an error code that indicates ventilator became inoperative while in patient use. There was no patient harm or change in therapy. The mallinckrodt customer support engineer (cse) verified failure. Cse replaced appropriate parts. The unit passed extended self testing.